Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with continuous glucose readings rising to approximately 243 mg/dl for about six hours despite no device alarms, and with insulin delivery appearing uninterrupted; the user disconnected and reconnected the infusion set, changed the site, and later considered manual injection and temporary disconnection. Symptoms included hyperglycemia without acute complications. Outcomes included user inconvenience and the need for troubleshooting and education, with no hospitalization or professional medical intervention. Investigation included review of available delivery and cgm data, user coaching on infusion set replacement, algorithm adaptation, travel considerations, and verification of cgm accuracy by future fingerstick; replacement supplies were arranged and training support offered. Investigation of this case revealed no device alerts, no documented lapse in delivery, and a potential infusion site or set issue, with additional contributing factors including algorithm learning and travel. It was concluded that the cause of the hyperglycemia was unclear and that the event was managed with troubleshooting and user education.